Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal. Item was changed from a receiver to a transmitter.